Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated upper abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Allergan aesthetics received a report of a patient with coolsculpting® system using cooladvantage petite coolfit in the upper abdomen. Approximately three months later, patient was treated in the flanks. Ultrasound performed for "lump under liver last 10 days. Possible lipoma." Results noting "within the region of interest in the right upper quadrant, a peripherally lobulated, subcutaneous hypoechoic mass measuring 4.3 x 3.7 cm diameter and lesion most likely represents a subcutaneous lipoma.

Event description:
Allergan aesthetics received a report of a patient with coolsculpting® system using cooladvantage petite coolfit in the upper abdomen. Approximately three months later, patient was treated in the flanks. Ultrasound performed for "lump under liver last 10 days. Possible lipoma." Results noting "within the region of interest in the right upper quadrant, a peripherally lobulated, subcutaneous hypoechoic mass measuring 4.3 x 3.7 cm diameter and lesion most likely represents a subcutaneous lipoma.

Manufacturer narrative:
H11 corrected data: a2 a4 a6 b3 d1 g1 h6.

Manufacturer narrative:
Corrected data: a2, b5, and d6a (the device is not implantable, there is no implant date).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper abdomen on (B)(6) 2022 using a cooladvantage applicator and presented with paradoxical hyperplasia (ph).